Event description:
It was reported to st. Jude medical that the device and concomitant lead were explanted when the programmer indicated that there was output circuit damage. The circuit damage resulted in aborted charges. A change in threshold was also reported. The patient reported receiving one therapy. The rv df-1 pin of the lead was reportedly broken above the bifurcation. It is unknown if the lead was fractured while implanted or during explant procedure.